Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite vial access device was leaking. The following information was received by the initial reporter with the following: it was reported by customer that while preparing his winrevair dose on (B)(6) 2025, the diluent did not go in the powdered vial. Diluent leaked out on top of the plastic stopper. Into his hand.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2203e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.